Manufacturer narrative:
Follow-up #1: date of submission 06/18/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:the battery compartment is cracked, the crack runs from the case seal towards the grip. The pump was returned for moisture ingress. Pump passed leak test with no evidence of moisture noted in pump once it was opened. Discovered corrosion in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.